Event description:
It was reported that the tubing of a clearlink duo-vent IV set separated from the male luer adapter. The separation occurred when a nurse unscrewed the IV set from the patient after infusion and ¿tried to gently pull the IV set from the patient.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.